Event description:
(B)(4). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 after her fifth child was born on (B)(6) 2014. She has suffered from horrible side effects ever since. She experienced horribly excessive bleeding, severe cramping, always extremely tired, constant headaches, weight gain, hair loss, constant ringing in her ears, fluctuation between constipation and diarrhea, joint and back pain, constantly feel like she was menstruating. She was in constant pain and out of sorts. She had serious brain fog all the time. Ptc investigation result was received on 04-oct-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 04-may-2016 and case was upgraded to incident. A legal claim was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Correction on 04-may-2016: the event device complications was deleted. Follow-up received on 23-may-2016: updated quality-safety evaluation of ptc was received without major changes in the assessment. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented horribly excessive bleeding (interpreted as genital bleeding), a serious event due to its medical importance and listed according to essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer stated that experienced horribly excessive bleeding after essure's insertion. The device was removed. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, since device removal was required (reported upon follow-up). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0157) on 21-aug-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil embedded deep into the comu of each side (bilateral)"), pelvic pain ("pain") and genital haemorrhage ("horribly excessive bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, hypothyroidism and ganglion cyst. There is no perforation of the essure coils noted. Previously administered products included for diabetes: metformin from november 2016 to june 2017; for gestational diabetes: insulin in 2014; for an unreported indication: levothyroxine from january 2012 to 7-aug-2018 and birth control pill from february 2012 to june 2012. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concurrent conditions included postpartum state and obesity. Concomitant products included calcium carbonate (tums e-x) for acid reflux (esophageal) and acid reflux (esophageal), fluoxetine hydrochloride (prozac) for depression, insulin since 2014 for gestational diabetes as well as metformin from november 2016 to june 2017 and thomapyrin n (excedrin migraine) from 2014 to 2015. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy / nickel allergy"), bladder disorder ("bladder problem or changes"), stress urinary incontinence ("urinary problems or changes-stress urinary incontinence"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and rash ("skin rashes"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extremely tired / fatigue"), headache ("constant headaches / headaches"), weight increased ("weight gain,"), alopecia ("hair loss"), tinnitus ("constant ringing in my ears"), constipation ("constipation"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition (type: diarrhea,"), arthralgia ("joint pain"), abdominal pain ("constant pain, severe cramping"), feeling abnormal ("serious brain fog/constantly feel like I am menstruating / brain fog"), back pain ("back pain") and mood swings ("hormonal changes (describe: mood swings);"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), disturbance in attention ("unable to concentrate / inability to concentrate"), depression ("depression"), hypothyroidism ("hypothyroidism"), blister ("blisters on fingers"), hand dermatitis ("dermatitis on finger"), nausea ("nausea"), memory impairment ("forgetfulness"), amnesia ("shortterm memory loss"), eye disorder ("eye problem"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain ("body aches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, fatigue, headache, alopecia, tinnitus, constipation, diarrhoea, arthralgia, abdominal pain, back pain, hormone level abnormal, allergy to metals, female sexual dysfunction, disturbance in attention, depression, hypothyroidism, blister, hand dermatitis, bladder disorder, stress urinary incontinence, migraine, nausea, memory impairment, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, visual impairment, gastrointestinal disorder, pain and mood swings outcome was unknown, the genital haemorrhage, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blister, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hand dermatitis, headache, hormone level abnormal, hypothyroidism, memory impairment, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, stress urinary incontinence, tinnitus, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: metallic coils identified within cornu and proximal tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded on (B)(6) 2015, pathology test revealed cervix- no significant abnormality. Endometrium- no hyperplasia or carcinoma identified. Myometrium- marked adenomyosis. No significant microscopic pathologic abnormality. Metallic coils identified within cornu and proximal tubes. Patient was notified of the result of her essure confirmation test which did show occlusion. On her left fallopian tube but there is question about her right tube. Patient will continue to use birth control. Patient is using condoms now. Impression: status post essure with occlusion of the left fallopian tube. The right has a questionable area not documented for sure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirmed pelvic pain, menorrhgia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 18-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded deep into the comu of each side (bilateral)'), pelvic pain ('pain') and genital haemorrhage ('horribly excessive bleeding / abnormal bleeding/horrible bleeding') in a 45-year-old female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, ganglion cyst and ovulation pain. There is no perforation of the essure coils noted. Previously administered products included for diabetes: metformin from (B)(6) 2016 to (B)(6) 2017; for gestational diabetes: insulin; for an unreported indication: levothyroxine from (B)(6) 2012 to (B)(6) 2020 and birth control pill from (B)(6) 2012 to (B)(6) 2012. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concurrent conditions included postpartum state, obesity and hypothyroidism. Concomitant products included calcium carbonate (tums e-x) for acid reflux (esophageal) and acid reflux (esophageal), fluoxetine hydrochloride (prozac) for depression, insulin since 2014 for gestational diabetes as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2014 to 2015 and metformin from (B)(6) 2016 to (B)(6) 2017. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/horrible periods"), allergy to metals ("nickel allergy / nickel allergy"), bladder disorder ("bladder problem or changes"), stress urinary incontinence ("urinary problems or changes-stress urinary incontinence"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and rash ("skin rashes/rashes on arms"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extremely tired / fatigue"), headache ("constant headaches / headaches"), alopecia ("hair loss"), tinnitus ("constant ringing in my ears"), constipation ("constipation"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition (type: diarrhea,"), arthralgia ("joint pain"), abdominal pain ("constant pain, severe cramping"), feeling abnormal ("serious brain fog/constantly feel like I am menstruating / brain fog"), back pain ("back pain/lower back hurts") and mood swings ("hormonal changes (describe: mood swings);") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), disturbance in attention ("unable to concentrate / inability to concentrate"), depression ("depression"), hypothyroidism ("hypothyroidism"), blister ("blisters on fingers"), hand dermatitis ("dermatitis on finger"), nausea ("nausea"), memory impairment ("forgetfulness/I will stop and forget what I was saying"), amnesia ("shortterm memory loss"), eye disorder ("eye problem"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain ("body aches"), abdominal distension ("bloating"), premature menopause ("early menopause"), ovulation pain ("ovulation pain"), scab ("scab on scalp") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, fatigue, headache, alopecia, tinnitus, constipation, diarrhoea, arthralgia, abdominal pain, back pain, hormone level abnormal, allergy to metals, female sexual dysfunction, disturbance in attention, depression, hypothyroidism, blister, hand dermatitis, bladder disorder, stress urinary incontinence, migraine, nausea, memory impairment, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, visual impairment, gastrointestinal disorder, pain, mood swings, premature menopause, ovulation pain, scab and endometriosis outcome was unknown, the genital haemorrhage, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blister, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hand dermatitis, headache, hormone level abnormal, hypothyroidism, memory impairment, menorrhagia, migraine, mood swings, nausea, ovulation pain, pain, pelvic pain, premature menopause, rash, scab, stress urinary incontinence, tinnitus, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: metallic coils identified within cornu and proximal tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: unilateral occlusion (left tube occluded. Ultrasound abdomen - on (B)(6) 2015: enlarged, heterogeneously echogenic uterus. On (B)(6) 2015, pathology test revealed cervix- no significant abnormality. Endometrium- no hyperplasia or carcinoma identified. Myometrium- marked adenomyosis. No significant microscopic pathologic abnormality. Metallic coils identified within cornu and proximal tubes. Patient was notified of the result of her essure confirmation test which did show occlusion on her left fallopian tube but there is question about her right tube. Patient will continue to use birth control. Patient is using condoms now. Impression: status post essure with occlusion of the left fallopian tube. The right has a questionable area not documented for sure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirmed pelvic pain, menorrhagia, brain fog, forgetfulness, metal allergies, inability to concentrate, short term memory loss, blisters/dermatitis on her fingers, body aches, back pain, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-mar-2020: content from social media received. New events: early menopause, ovulation pain, scab, endometriosis were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0157) on 21-aug-2015. The most recent information was received on 15-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded deep into the comu of each side (bilateral)'), pelvic pain ('pain') and genital haemorrhage ('horribly excessive bleeding / abnormal bleeding/horrible bleeding') in a 45-year-old female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5, ganglion cyst and ovulation pain. There is no perforation of the essure coils noted. Previously administered products included for diabetes: metformin from (B)(6) 2016 to (B)(6) 2017; for gestational diabetes: insulin; for an unreported indication: levothyroxine from (B)(6) 2012 to (B)(6)2020 and birth control pill from (B)(6)2012. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concurrent conditions included postpartum state, obesity and hypothyroidism. Concomitant products included calcium carbonate (tums e-x) for acid reflux (esophageal) and acid reflux (esophageal), fluoxetine hydrochloride (prozac) for depression, insulin since 2014 for gestational diabetes as well as acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) from 2014 to 2015 and metformin from (B)(6) 2016 to (B)(6) 2017. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/horrible periods"), allergy to metals ("nickel allergy / nickel allergy"), bladder disorder ("bladder problem or changes"), stress urinary incontinence ("urinary problems or changes-stress urinary incontinence"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and rash ("skin rashes/rashes on arms"). On (B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extremely tired / fatigue"), headache ("constant headaches / headaches"), alopecia ("hair loss"), tinnitus ("constant ringing in my ears"), constipation ("constipation"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition (type: diarrhea,"), arthralgia ("joint pain"), abdominal pain ("constant pain, severe cramping"), feeling abnormal ("serious brain fog/constantly feel like I am menstruating / brain fog"), back pain ("back pain/lower back hurts") and mood swings ("hormonal changes (describe: mood swings);") and was found to have weight increased ("weight gain,"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), disturbance in attention ("unable to concentrate / inability to concentrate"), depression ("depression"), hypothyroidism ("hypothyroidism"), blister ("blisters on fingers"), hand dermatitis ("dermatitis on finger"), nausea ("nausea"), memory impairment ("forgetfulness/I will stop and forget what I was saying"), amnesia ("shortterm memory loss"), eye disorder ("eye problem"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain ("body aches"), abdominal distension ("bloating"), premature menopause ("early menopause"), ovulation pain ("ovulation pain"), scab ("scab on scalp") and endometriosis ("endometriosis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the embedded device, pelvic pain, fatigue, headache, alopecia, tinnitus, constipation, diarrhoea, arthralgia, abdominal pain, back pain, hormone level abnormal, allergy to metals, female sexual dysfunction, disturbance in attention, depression, hypothyroidism, blister, hand dermatitis, bladder disorder, stress urinary incontinence, migraine, nausea, memory impairment, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, visual impairment, gastrointestinal disorder, pain, mood swings, premature menopause, ovulation pain, scab and endometriosis outcome was unknown, the genital haemorrhage, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blister, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, endometriosis, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hand dermatitis, headache, hormone level abnormal, hypothyroidism, memory impairment, menorrhagia, migraine, mood swings, nausea, ovulation pain, pain, pelvic pain, premature menopause, rash, scab, stress urinary incontinence, tinnitus, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: metallic coils identified within cornu and proximal tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: unilateral occlusion (left tube occluded. Ultrasound abdomen - on (B)(6)2015: enlarged, heterogeneously echogenic uterus. On (B)(6)2015, pathology test revealed cervix- no significant abnormality. Endometrium- no hyperplasia or carcinoma identified. Myometrium- marked adenomyosis. No significant microscopic pathologic abnormality. Metallic coils identified within cornu and proximal tubes. Patient was notified of the result of her essure confirmation test which did show occlusion on her left fallopian tube but there is question about her right tube. Patient will continue to use birth control. Patient is using condoms now. Impression: status post essure with occlusion of the left fallopian tube. The right has a questionable area not documented for sure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirmed pelvic pain, menorrhagia, brain fog, forgetfulness, metal allergies, inability to concentrate, short term memory loss, blisters/dermatitis on her fingers, body aches, back pain, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-aug-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("horribly excessive bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, hypothyroidism and ganglion cyst. Previously administered products included for diabetes: metformin from (B)(6) 2016 to (B)(6) 2017; for gestational diabetes: insulin in 2014; for an unreported indication: levothyroxine from (B)(6) 2012 to (B)(6) 2018 and birth control pill from (B)(6) 2012. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concurrent conditions included postpartum state and obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extremely tired / fatigue"), headache ("constant headaches / headaches"), weight increased ("weight gain,"), alopecia ("hair loss"), tinnitus ("constant ringing in my ears"), constipation ("constipation"), diarrhoea ("diarrhea"), arthralgia ("joint pain"), abdominal pain ("constant pain, severe cramping"), feeling abnormal ("serious brain fog/constantly feel like I am menstruating / brain fog") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy / nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), disturbance in attention ("unable to concentrate / inability to concentrate"), depression ("depression"), hypothyroidism ("hypothyroidism"), blister ("blisters on fingers"), hand dermatitis ("dermatitis on finger"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), memory impairment ("forgetfulness"), amnesia ("shortterm memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problem"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain ("body aches"), abdominal distension ("bloating") and rash ("skin rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, headache, alopecia, tinnitus, constipation, diarrhoea, arthralgia, abdominal pain, back pain, hormone level abnormal, allergy to metals, female sexual dysfunction, disturbance in attention, depression, hypothyroidism, blister, hand dermatitis, bladder disorder, urinary tract disorder, migraine, nausea, memory impairment, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, visual impairment, gastrointestinal disorder and pain outcome was unknown, the genital haemorrhage, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blister, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hand dermatitis, headache, hormone level abnormal, hypothyroidism, memory impairment, menorrhagia, migraine, nausea, pain, pelvic pain, rash, tinnitus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: unilateral occlusion (left tube occluded. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received - new event "hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, apareunia (inability to have sexual intercourse), unable to concentrate, depression, hypothyroidism, blisters on fingers, dermatitis on finger, bladder problem or changes, urinary problems or changes, migraines, nausea, forgetfulness, short term memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, eye problem, vision problem, gastrointestinal or digestive system condition, body aches, bloating, skin rashes" were added. Lot number was added. Product explant date was added. New reporter was added. Historical and concomitant conditions were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0157) on 21-aug-2015. The most recent information was received on 01-mar-2018 this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("coil embedded deep into the comu of each side (bilateral)") and genital haemorrhage ("horribly excessive bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, hypothyroidism and ganglion cyst. Previously administered products included for diabetes: metformin from november 2016 to june 2017; for gestational diabetes: insulin in 2014; for an unreported indication: levothyroxine from january 2012 to 29-may-2018 and birth control pill from february 2012 to june 2012. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concurrent conditions included postpartum state and obesity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extremely tired / fatigue"), headache ("constant headaches / headaches"), weight increased ("weight gain,"), alopecia ("hair loss"), tinnitus ("constant ringing in my ears"), constipation ("constipation"), diarrhoea ("diarrhea"), arthralgia ("joint pain"), abdominal pain ("constant pain, severe cramping"), feeling abnormal ("serious brain fog/constantly feel like I am menstruating / brain fog") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy / nickel allergy"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), disturbance in attention ("unable to concentrate / inability to concentrate"), depression ("depression"), hypothyroidism ("hypothyroidism"), blister ("blisters on fingers"), hand dermatitis ("dermatitis on finger"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), memory impairment ("forgetfulness"), amnesia ("shortterm memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), eye disorder ("eye problem"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain ("body aches"), abdominal distension ("bloating") and rash ("skin rashes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, embedded device, fatigue, headache, alopecia, tinnitus, constipation, diarrhoea, arthralgia, abdominal pain, back pain, hormone level abnormal, allergy to metals, female sexual dysfunction, disturbance in attention, depression, hypothyroidism, blister, hand dermatitis, bladder disorder, urinary tract disorder, migraine, nausea, memory impairment, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, visual impairment, gastrointestinal disorder and pain outcome was unknown, the genital haemorrhage, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blister, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hand dermatitis, headache, hormone level abnormal, hypothyroidism, memory impairment, menorrhagia, migraine, nausea, pain, pelvic pain, rash, tinnitus, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: metallic coils identified within cornu and proximal tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded on (B)(6) 2015, pathology test revealed cervix- no significant abnormality. Endometrium- no hyperplasia or carcinoma identified. Myometrium- marked adenomyosis. No significant microscopic pathologic abnormality. Metallic coils identified within cornu and proximal tubes. Patient was notified of the result of her essure confirmation test which did show occlusion on her left fallopian tube but there is question about her right tube. Patient will continue to use birth control. Patient is using condoms now. Impression: status post essure with occlusion of the left fallopian tube. The right has a questionable area not documented for sure. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event device embedded was added. Lab data updated. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0157) on 21-aug-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coil embedded deep into the comu of each side (bilateral)"), pelvic pain ("pain") and genital haemorrhage ("horribly excessive bleeding / abnormal bleeding") in an adult female patient who had essure (batch no. C80064) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5, hypothyroidism and ganglion cyst. There is no perforation of the essure coils noted. Previously administered products included for diabetes: metformin from november 2016 to june 2017; for gestational diabetes: insulin in 2014; for an unreported indication: levothyroxine from january 2012 to 21-jun-2018 and birth control pill from february 2012 to june 2012. Past adverse reactions to the above products included adverse drug reaction with birth control pill. Concurrent conditions included postpartum state and obesity. Concomitant products included calcium carbonate (tums e-x) for acid reflux (esophageal) and acid reflux (esophageal), fluoxetine hydrochloride (prozac) for depression, insulin since 2014 for gestational diabetes as well as metformin from november 2016 to june 2017 and thomapyrin n (excedrin migraine) from 2014 to 2015. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy / nickel allergy"), bladder disorder ("bladder problem or changes"), stress urinary incontinence ("urinary problems or changes-stress urinary incontinence"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and rash ("skin rashes"). On 7(B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("extremely tired / fatigue"), headache ("constant headaches / headaches"), weight increased ("weight gain,"), alopecia ("hair loss"), tinnitus ("constant ringing in my ears"), constipation ("constipation"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition (type: diarrhea,"), arthralgia ("joint pain"), abdominal pain ("constant pain, severe cramping"), feeling abnormal ("serious brain fog/constantly feel like I am menstruating / brain fog"), back pain ("back pain") and mood swings ("hormonal changes (describe: mood swings);"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), disturbance in attention ("unable to concentrate / inability to concentrate"), depression ("depression"), hypothyroidism ("hypothyroidism"), blister ("blisters on fingers"), hand dermatitis ("dermatitis on finger"), nausea ("nausea"), memory impairment ("forgetfulness"), amnesia ("shortterm memory loss"), eye disorder ("eye problem"), visual impairment ("vision problem"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), pain ("body aches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, fatigue, headache, alopecia, tinnitus, constipation, diarrhoea, arthralgia, abdominal pain, back pain, hormone level abnormal, allergy to metals, female sexual dysfunction, disturbance in attention, depression, hypothyroidism, blister, hand dermatitis, bladder disorder, stress urinary incontinence, migraine, nausea, memory impairment, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, visual impairment, gastrointestinal disorder, pain and mood swings outcome was unknown, the genital haemorrhage, weight increased, feeling abnormal, vaginal haemorrhage, menorrhagia and rash had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blister, constipation, depression, diarrhoea, disturbance in attention, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hand dermatitis, headache, hormone level abnormal, hypothyroidism, memory impairment, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, rash, stress urinary incontinence, tinnitus, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: metallic coils identified within cornu and proximal tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded on (B)(6) 2015, pathology test revealed cervix- no significant abnormality. Endometrium- no hyperplasia or carcinoma identified. Myometrium- marked adenomyosis. No significant microscopic pathologic abnormality. Metallic coils identified within cornu and proximal tubes. Patient was notified of the result of her essure confirmation test which did show occlusion on her left fallopian tube but there is question about her right tube. Patient will continue to use birth control. Patient is using condoms now. Impression: status post essure with occlusion of the left fallopian tube. The right has a questionable area not documented for sure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirmed pelvic pain, menorrhgia. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet, medical records and other documents received , new reporter, concomitant, new event hormonal changes (describe: mood swings) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.